Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to cut sheath include, but not limited to, device pulled back too hard or incorrect positioning inside the vessel while pressing the thumb advancer. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified left common femoral artery using a starclose device after an interventional peripheral procedure with a 6f sheath. Reportedly when attempting to deploy the starclose device, the sheath was unable to split when performing step 2. A new starclose device was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.